Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a midurethral sling procedure. The patient age was reported to be over 18 years. According to the complainant, during the placement of the first side of the device, the mesh tore near the mesh carrier but did not detach from the mesh carrier. It was reported that the physician did encounter resistance during the advancement of the device. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".